Manufacturer narrative:
Age at time of event: 18 years or older . (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left brachial artery. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous iliac artery. After a guidewire crossed the lesion, a 6.0 mm x 40 mm x 135 cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 6 x 4 non-bsc balloon catheter. No patient complications and injury were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the reported event did not occur with the complaint device.